Manufacturer narrative:
A field service engineer (fse) was dispatched. He found the vacuum isolator chamber (vic) chamber full of fluid. The customer had cleaned fluid from counter and only a small amount remained inside the right compartment of the unit. Further inspection revealed a clog at the pinch valve 7 tubing (lv7) that drains vic. The fse replaced the tubing and vic chamber to resolve the leak. Upon recur, the failure mode is likely to create erroneous wbc and rbc results due to interruption of vacuum which can cause a counting, sizing or measurement error. (B)(4).

Event description:
The customer reported a leak from the cbc module on the act diff 2 instrument. The volume was reported as less than 2 ml of diluent and the leak was not contained. No erroneous results were generated in association with this event.